Event description:
The customer reported via e-mail that she had been experiencing high and low blood glucose levels since a set change several days prior to the call. The customer stated that she noticed a space between the reservoir and the insulin. Blood glucose level at the time of the incident was over 400 mg/dl. The customer was advised as to how to prime air bubbles out of the reservoir. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.